Event description:
The customer reported that the system would not boot up outside of a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and cleaned the contacts on the generator boards. The ps2 power supply was adjusted. The system was tested and found to be working as intended and put back into service.